Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the insulin pump received leak anomaly, motor error, beep anomaly, drive support cap anomaly. The customer¿s blood glucose level was 249 mg/dl. The customer reported that they received a motor error alarm. It was reported that they had heard beep anomaly. Customer reported that the drive support cap was flush. Customer was unable to complete pump rewind due to pump alarm. Customer stated that they had leak at the possible bottom of the reservoir compartment. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. And was advised to refer to back up plan, per health care professional instructions. The reservoir will not and insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No motor error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. (B)(4).